Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 product type catheter product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-aug-2016, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 13-jul-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 99.8 mcg/day) via an implanted pump. The patient¿s concomitant medication was oral baclofen 10 mg as needed. The patient¿s medical history included a broken spine/paraplegic, bowel and bladder dysfunction, spasticity, muscle atrophy, wheelchair bound, and skin breakdown. The indication for pump use was intractable spasticity. It was reported that the patient had his pump replaced in mid-june due to normal pump eos (end of service) and during the procedure, the hcp also replaced the pump connector. After connecting the new connector, the catheter was aspirated with good flow and no leaks were observed. The replacement of the connector did not change the catheter length and no changes were made to his dosing or medication. At the patient¿s follow-up visit on (B)(6) 2022, he reported that he had had increased spasticity in his legs since the surgery, so the patient was given a ptm (personal therapy manager) but still reported increased spasticity. Also at the visit, the pump pocket incision was noticed to have a torn area of skin under the incision line. When asked about it, the patient said that the right side of his abdomen where the pump was implanted rubbed against the wheel of his wheelchair when he leaned over. The hcp hadthe patient keep the area covered with a bandage to protect the area. On (B)(6) 2022, the wound was healing and scabbed over, but due to the increased spasticity a dye study was ordered for (B)(6) 2022. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that per the patient, he had had no falls or injuries. During the dye study, the hcp aspirated the catheter successfully without difficulty. The color of the aspirated medication/csf (cerebrospinal fluid) was yellow. A sample was collected and sent to the lab for analysis. The results were pending. Dye was injected into the cap (catheter access port) and it was noted that the hcp felt no resistance and there was good flow. The hcp suspected a leak at the collet connecting the pump and the spinal segment, but it was positioned behind the pump in the pocket, so the hcp could not get a good image or see any darkening from the dye. The hcp did not look at the catheter tip for the dye. The hcp was scheduling the patient for a catheter revision. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Product type catheter product ID 8784, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that on 2023-03-02 the patient had a catheter revision. Upon opening the pump pocket, it was visible that the pump segment and spinal segment of the catheter had become detached at the collet. A new 8784 pump segment was used to reconnect. After connecting the collet, the healthcare provider tugged at the ends to make sure the catheter was secure in the collet. They then used normal saline to flush the catheter to ensure no leaks. After the saline they used dye, which showed no leaks and confirmed catheter tip at t11. The catheter was flushed again and aspirated without difficulty.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative who reported that the csf (cerebrospinal fluid) culture results were final and showed ¿no growth at day 5, no wbc¿s seen, many rbc¿s seen, and no organisms¿. Per the reporter, the office had not yet scheduled the catheter revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pli 10 catheter: analysis of the catheter identified the catheter was not fully seated onto the connector and the collet was locked in place. Pli 20: catheter: analysis of the catheter identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.